Event description:
During the implant attempt procedure, it was noted that the lead was tight in the sheath so the lead was taken out to up size the sheath. At that time a mobile ring of material was noticed on the lead. The lead was not used. A different lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary-the full lead was returned in segments, analyzed and no anomalies were found. The overlay tubing of the lead became extrinsically distorted due to kinking/buckling. The visual summary analysis of the lead indicated damage at implant. No tissue, abnormal insulation or ring of material were noted at time of analysis.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.